Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 13.0cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that after then patient received hv therapy, a low, out of range, high voltage lead impedance was observed. The impedance was re-measured and was normal. Suspected output circuit damage was noted. The lead was capped and replaced. Patient was in stable condition after the procedure.